Event description:
It was reported that the battery longevity of this pacemaker went from six months to three months in just a span of two days. Boston scientific technical services (ts) instructed health care professionals (hcp) on how to check advisory information on the web and how to calculate longevity using coulomb counters and voltage. The hcp will have the patient do an upload and call back for analysis. To date, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The returned implantable pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, <<defibrillation>>, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the battery longevity of this pacemaker went from six months to three months in just a span of two days. Boston scientific technical services (ts) instructed health care professionals (hcp) on how to check advisory information on the web and how to calculate longevity using coulomb counters and voltage. The hcp will have the patient do an upload and call back for analysis. To date, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The returned implantable pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. Correction on h11 additional MFR narrative the returned implantable pacemaker device was analyzed and it was confirmed the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. It was determined that the unexpected change in observed longevity is due to a mismatch between the actual battery voltage and the expected battery voltage per the nominal battery discharge model (which represents how the device's battery voltage typically decreases over time). In some devices, the actual battery voltage remains higher than the nominal model earlier in device life (which results in a higher-than-expected remaining longevity) and then becomes lower than the nominal model later in device life (which results in the remaining longevity appearing to decrease more quickly than expected between routine follow-ups). Boston scientific devices will automatically adjust remaining longevity estimates to maintain the 90-day therapy window between explant and battery capacity depleted. In this case, the battery did not deplete prematurely, rather, the replacement indicator (and associated remaining longevity) was adjusted later in device life to ensure a 90-day replacement period.

Event description:
It was reported that the battery longevity of this pacemaker went from six months to three months in just a span of two days. Boston scientific technical services (ts) instructed health care professionals (hcp) on how to check advisory information on the web and how to calculate longevity using coulomb counters and voltage. The hcp will have the patient do an upload and call back for analysis. To date, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery longevity of this pacemaker went from six months to three months in just a span of two days. Boston scientific technical services (ts) instructed health care professionals (hcp) on how to check advisory information on the web and how to calculate longevity using coulomb counters and voltage. The hcp will have the patient do an upload and call back for analysis. To date, this device remains in service. No adverse patient effects were reported.